Event description:
A talent converter stent graft was implanted in a pt for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm that extended above the renal arteries. The iliac arteries were moderately calcified, and there was a short landing zone. It was reported that the physician implanted the converter stent graft w/o issues and intentionally covered the renal arteries due to the location of the rupture aneurysm. Before inserting the iliac limb stent graft, the pt had a myocardial infarction and was unable to be revived, and the pt expired.

Manufacturer narrative:
(B)(4). Eval, results: (death), (pre-operative rupture), (using the converter as a primary device; treatment of a ruptured abdominal aortic aneurysm). Conclusions: (pre-operative rupture), (using the converter as a primary device; treatment of a ruptured abdominal aortic aneurysm).